Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred at the end of the patient¿s hemodialysis (hd) treatment on a fresenius 2008k2 machine. Followup information was provided by the facility¿s clinical coordinators. The blood leak was noted as being an external blood leak. The leak was visually observed near the hansen connector of the dialyzer. Blood leak test strips were not used to test for the presence of blood. A crack was also noted on the dialyzer. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient did not complete treatment on the day of the event. The facility stated the patient did not experience blood loss. The patient¿s blood was returned which prompted a hospital visit for labs to be drawn, which all returned "fine" and the patient was not formally admitted. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas related to vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred at the end of the patient¿s hemodialysis (hd) treatment on a fresenius 2008k2 machine. Followup information was provided by the facility¿s clinical coordinators. The blood leak was noted as being an external blood leak. The leak was visually observed near the hansen connector of the dialyzer. Blood leak test strips were not used to test for the presence of blood. A crack was also noted on the dialyzer. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient did not complete treatment on the day of the event. The facility stated the patient did not experience blood loss. The patient¿s blood was returned which prompted a hospital visit for labs to be drawn, which all returned "fine" and the patient was not formally admitted. The complaint device was reported to be available to be returned to the manufacturer for evaluation.